Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was instructed on how to locate and remove the database for recovery. The system is now in recovery. The customer will call back later to report progress.

Event description:
The customer reported that the system did now show any patients in the database and appeared to be unavailable. No patient injury was reported.